Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) rec'd a trial scs system on (B)(6) 2008. It was reported that following a longer trial period, the pt experienced a moderate infection at the site where the extension comes out of the body. The lead was explanted on (B)(6) 2008 and the pt was treated with medication for the infection. The explanted lead was not returned to ans for eval. No further info is available.